Manufacturer narrative:
(B)(4).

Event description:
It was reported that cross talk was observed on the right ventricular channel. Lead dislodgement was suspected. Patient was asymptomatic. Upon review, a chest x-ray confirmed that no dislodgement was observed, results were normal. The patient is stable and has had no adverse symptoms due to the rv over sensing. Patient will continue to be monitored.